Event description:
It was reported that during a post-implant check, when the surgical dressing was removed, the physician noticed that the insertable cardiac monitor (icm) device had come out of the surgical incision. Hence, it was decided to explant the icm device. No additional adverse patient effects were reported. This icm device was discarded at the hospital; therefore, it is not available for return.